Event description:
It was reported that a foley catheter was placed for induction at 15:30 and was confirmed to be an 18 fr with a 30cc balloon, inflated as per the protocol with 60cc sterile water. At 16:25, the patient felt a pop and the catheter balloon was found to be popped internally and a small piece of balloon fragment remained attached to the foley tubing. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed for induction at 15:30 and was confirmed to be an 18 fr with a 30cc balloon, inflated as per the protocol with 60cc sterile water. At 16:25, the patient felt a pop and the catheter balloon was found to be popped internally and a small piece of balloon fragment remained attached to the foley tubing. There was no reported patient injury.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.